Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. On an unreported date, the patient was switched to hemodialysis therapy. No additional information was available.

Manufacturer narrative:
Upon follow-up, it was reported that the home patient (hp) visited the hospital due to diarrhea and was advised that it was viral and "would go away" but was not administered any medication. Three days after the onset of diarrhea, the hp experienced pain and noticed the effluent had changed color and visited the hospital and was informed that hp had peritonitis. Hp was admitted to the hospital and was administrated antibiotics. Hp stayed in the hospital for 3 weeks, where the catheter was removed and hp was advised that they would be on hemo dialysis. The cause was previously ¿not reported¿, but was now determined to be due to viral gastrointestinal infection manifested by diarrhea. Should additional relevant information become available, a supplemental report will be submitted.